Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting high blood glucose. The customer stated the infusion set¿s cannula was bent. They had changed the infusion set but they still had high blood glucose. The customer¿s blood glucose level during the incident was 202 mg/dl. The customer¿s current blood glucose level was 173 mg/dl. Troubleshooting was performed. The device failed the basic occlusion test. The test was repeated and the device failed again. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08680 inches. Unit received with occlusion alarm functioning properly. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.